Event description:
- -

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead and device revealed ninety stored noise episodes that resulted in inappropriate shock and anti-tachycardia pacing (atp) therapy. The noise was easily reproduced with arm exercises. In addition, the impedance measurements had decreased to a low out of range measurement. There was concern of lead insulation damage. No pacing inhibition was noted as the patient with this lead has an intrinsic sinus rhythm. A decision was made to hospitalize the patient and programm the device therapy "off" until a revision procedure is performed. No adverse patient effects were experienced.

Event description:
Subsequently, a revision procedure was performed. The lead was removed and replaced successfully. Post replacement, all measurements were acceptable and defibrillation threshold testing with a 17 joule shock was successful. This device remains in service. The lead will be returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed the entire lead was returned. Further analysis revealed trilumen insulation damage where conductors exposed approximately 27 cm from the is-1 pin. It was thought this type of damage was consistent with entrapment in the clavicle/first-rib region.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.